Manufacturer narrative:
Additional information based on the available information no clear root cause could be determined. Therefore the root cause for the reported problems remains unknown for the time being. A further investigation will be performed if any additional relevant information is received.

Event description:
As per the information from (B)(6) 2015, the patient was able to tolerate the processor on her head without batteries but not with the processor turned on. There has been no additional testings and there is no further follow up scheduled.

Event description:
It was reported that the patient is having headaches since (B)(6) 2015 and have been persistent ever since. No head injuries were reported. Reportedly, the device is not considered to be responsible for the patient's complaints. The patient will try wearing her processor without batteries to see if results physically tolerable.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted.